Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial consumer regarding an external neurostimulator (ens) for urge incontinence. It was reported that the patient had an emergency. They stated that their urge will start as a two and before they arrive at the bathroom it is a four, and they have voided on themselves. The patient stated that they get the urge to void but cannot urinate.